Manufacturer narrative:
This report is submitted on march 30, 2022.

Event description:
Per the clinic, the patient experienced intermittencies with the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. Explant and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on june 10,2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and was reimplanted with another cochlear device during the same surgery. This report is submitted on april 25, 2022.